Event description:
It was reported the patient experienced bladder cancer. Due to this, the patient had continual scoping of the urethra that caused damage to the artificial urinary sphincter cuff component. The device was removed. 18 months later, a new artificial urinary sphincter was implanted. No patient complications were reported.